Event description:
It was reported that a patient underwent revision (hip, left) due to stem fracture 8 years and a half after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry - UK) report: review the performance of implants following a review of the data conducted in march 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
(B)(4) . This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to implant fracture: - 2 complaints (2 products), this one included, have been recorded on aura ii hip ha coated left size 5, reference p0125h05, from 1 january 2017 to 1 july 2020. - 13 complaints (13 products), this one included, have been recorded on aura ii hip ha coated left size 5, reference p0125h05, batch 0000072998. Investigation results concluded that the reported event was due to design issue, a recall (not affecting USA products) and a design change were performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- plasmacup sc size 50mm, reference (B)(4), lot 51189592. Sc/msc pe-insert 28mm 48/50 sym, reference (B)(4), lot 51126748. Femoral head stainless/steel 28mm medium, reference (B)(4), lot 109455. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to stem fracture 8 years and a half after implantation. No additional patient consequences were reported.